Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieves are contaminated. Associated malfunctions for this device: pilot valve not shifting, hose clamp, intake filter and cabinet filter missing.